Event description:
On (B)(6) 2012, pt with stage iii ovarian cancer presented for insertion of port-a-cath for chemotherapy. Pt had been receiving chemotherapy and it was noted that catheter had "fractured." On (B)(6) 2012, surgeon attempted to remove catheter and was only able to remove proximal part. The remaining part of the catheter was successfully removed by a radiologist (using a groin approach). On (B)(6) 2012, replacement port-a-cath was inserted via left subclavian w/o complications. Pt was discharged home.